Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept going into auto suspend and her sensor glucose reading was around 40 mg/dl. Customer's blood glucose level was 50 mg/dl. She suspended the insulin pump and woke up with a blood glucose level of 140 mg/dl. The customer declined troubleshooting. The device was not returned.